Event description:
It was reported that the charger did not charge the ilet, and the user observed visible damage to the charging cord; a replacement charger was arranged. Symptoms included no device alarms. Outcomes included temporary interruption of charging with no reported clinical impact. Investigation included user troubleshooting and education conducted by support. Investigation of this case revealed a suspected damaged external power accessory consistent with a device component issue affecting charging performance. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger.